Event description:
It was reported the epiq elite ultrasound system was not available during a critical renal artery exam in the emergency department. The system crashed during the procedure and was unable to be recovered. Another system was used to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and confirmed the issue. Error logs were reviewed, diagnostic tests were run, and the patient database was deleted. The software was reloaded and customer settings were rebuilt according to product support engineering and application specialist¿s instruction to resolve the customer¿s immediate issue. The system was returned to use with no further issues reported. The engineering team performed a thorough investigation of the reported problem and identified a software anomaly when using a specific, uncommon workflow.